Event description:
It was reported that procedure was to treat a lesion in the mid left anterior descending artery with moderate calcification and no tortuosity. The lesion was initially pre-dilated with a non-abbott 2.75 x 18 mm balloon. The 2.5 x 18 mm device was advanced, but was unable to cross and was removed. Additional pre-dilatation was performed with a 3.0 x 15 mm non-compliant balloon and then the 2.5 x 18 mm device crossed successfully. The delivery system was gradually inflated from 2 to 8 atmospheres; however, the implant failed to open and there was a loss of pressure in the indeflator. When the device was removed, it was noted that the delivery system balloon had ruptured. The procedure was successfully completed using a non-abbott drug eluting stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported failure to advance/physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported balloon rupture could not be confirmed; however, the outer member was separated at the proximal balloon seal. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: an unexpanded implant may be retracted into the guiding catheter one time only. An unexpanded implant should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the implant may be damaged or dislodged during retraction back into the guiding catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported event.